Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.

Event description:
It was reported the pt is charging her ipg more frequently than normal. She used to charge once a week. Now she is charging once a day. Attempts to gather add¿l info were unsuccessful. No further info is available at this time.